Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (delivers pulse below lower limit) has been confirmed. Upon investigation the electrode belt failed a therapy electrode recognition test. The cause for the failure was isolated to the esd700 diode array on the distribution node pca. The esd 700 was thermally damaged. The pulse wire heat shrink separated in the distribution node, causing the pulse wires to short together, and causing the damage to the esd700. The root cause for the separated heat shrink could not be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned a patient's electrode belt and reported that the electrode belt had delivered a low-energy pulse during testing.